Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years 5 months post implant of this aortic bioprosthetic valve, the patient had a transcatheter valve-in-valve replacement performed due to combination of aortic insufficiency and aortic stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years 5 months post implant of this aortic bioprosthetic valve, the patient had a transcatheter valve-in-valve replacement performed due to combination of aortic insufficiency and aortic stenosis. No additional adverse patient effects were reported.